Event description:
Physician was performing a cardiac catheterization and lower extremity angiography. During closure, there was an apparent malfunction of the mynx closure device and an apparent foreign body in the right common femoral artery by ultrasound. A surgeon had to remove the retained foreign body from the right femoral artery. The specimen was sent to pathology and consisted of a femoral artery clot and balloon plastic that is 2.3 cm x 0.2 cm. The patient had to be monitored in intensive care unit instead of telemetry.